Manufacturer narrative:
Insulin pump received missing segments or partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the display was broken and had spots of ink on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.